Manufacturer narrative:
The exact dates of the events are unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valves were not returned to edwards lifesciences as it remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the cause of the annular rupture is unknown, but may be related to the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: d. Schewel, et al., correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantati..., int j cardiol (2017), https://doi.org/10.1016/j.ijcard.2018.03.030

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantation" reported that post tavr procedure, 4 patient¿s developed an annular rupture (exact dates unknown) and required surgical intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.